Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received, and no physical damage was found on the pump. As a result of checking the log, it confirmed that there was a record of the occlusion alarm that occurred during pump operation on (B)(6) 2023. There was also a record of a repetitive state in which pumping resumed one second later. Functional testing was unable to duplicate the complaint as the pump downstream sensor was within specification. A suspected but unconfirmed root cause was the circuit connected to the pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventive action taken was to replace the downstream sensor seal and the downstream sensor re-calibration. The device passed all functional and delivery tests.

Manufacturer narrative:
G3: japan investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the the pump was exhibiting frequent occlusion alarms. Per reporter it could occur during use and had occurred after the maintenance inspection last year. No adverse patient effects were reported.